Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The balloon rupture was not confirmed; however, the inner member was noted to be separated which is likely what was perceived as the balloon rupture. The failure to deploy was confirmed. The inflation issue could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the noted inner member separation; however, the inflation issues, failure to deploy the stent, and patient effect appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience alpine instructions for use (IFU) states to prepare the device by removing air from the system. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion,sion blue; guide cath: asahi hyperion. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-calcified proximal left anterior descending coronary artery. Following pre-dilation with a non-abbott balloon catheter, a 2.75x23mm xience alpine stent delivery system (sds) was advanced to the lesion without resistance. An attempt was made to deploy the stent; however, the pressure indication of the indeflator did not increase and the balloon did not appear to be inflated on angiography. Air was observed to be leaking from the balloon on angiography which resulted in air being introduced into the anatomy. The sds was removed with the stent intact. The procedure was aborted until the patient stabilized. After 30 minutes and confirming no air was in the vessel the procedure was resumed. The procedure was completed successful with the placement of another non-abbott stent. The physician further commented that he is unsure if air aspiration was done prior to pressurization of the device. No additional information was provided.